Event description:
It was reported that an epidural kit appeared to be functioning well during the morning. At approx. 13:30 the anesthetic team were informed that the epidural was not working as effectively. On examining the epidural, it was noticed that the epidural had become disconnected between the filter and the yellow clip-lock device. The midwife estimated that this had happened about an hour before, when the patient was repositioned. As such, the epidural was removed and re-sited due to the prolonged, unwitnessed disconnection. There was patient involvement and no adverse harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D4, d8: updated. H3 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.